Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed quarterly maintenance and multiple troubleshooting procedures. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the architect c8000 processing module for multiple samples. The following data was provided (customer provided reference range: 8.8 to 10 mg/dl, units of measure is mg/dl): sid: (B)(6) initial result = 15.0, repeat after calibration of new reagent pack = 9.1. Sid: (B)(6) initial result = 15.4, repeat after calibration of new reagent pack = 9.7. No impact to patient management was reported.